Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported that during use, the irrigation tubing broke where it connects to the handle. There were no consequences to the patient.